Event description:
Legal counsel for the patient reported the patient underwent total left hip arthroplasty on (B)(6), 2010. Subsequently, patient¿s legal counsel reports patient was revised (B)(6), 2011 due to patient allegations of pain, disability, physical impairment, disfigurement, and elevated chromium and cobalt blood levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04199 / -04200).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2013-02173.